Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting high blood glucose. The customer¿s blood glucose during the incident was 267 mg/dl. Their current blood glucose was 153 mg/dl. Troubleshooting was performed. The high pressure test was performed and the insulin pump failed. The high pressure test was repeated but the device failed again. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.